Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead approximately two weeks post implant.  The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.